Event description:
It was not possible to retrieve the needle, even when using force. They had to get it out of the patient with the whole endoscope, then the needle top snapped off. Nothing left in the patient. Pictures will follow. "As per cc form", weren't able to pull back extended needle into the sheath. Tried several times. Then removed bronchoscope with the extended needle. Also on the table they couldn't pull back the needle. Needle was still in bronchoscope. Finally nurse pulled out extended needle with her fingers, needle slipped out of sheath about two cm long. Lab evaluation complete on (B)(6) 2022: visual inspection: broken needle tip returned separately approx. 2cm in length functional inspection: sheath extender able to advance and retract without any issue. Needle able to advance and retract without any issue. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional info: there was no kink or bend or any other defect on the device. It wasn't difficult gaining access to the target site. No resistance while inserting the device through the scope. Scope wasn't recently serviced. Target was lymph node 4r. Size > 2cm. Puncture of target site was difficult, resistance was felt. Presumably cartilage ring of trachea due to angle and scope position, other than that no difficulty. Needle wasn't used in a tortuous position. Scope wasn't flexed or twisted during procedure. Wasn't difficult locking the sheath. Stylet wasn't partially removed when advancing into target site . No samples were obtained because the needle was bent then and no longer functioning. Weren't able to pull back extended needle into the sheath. Tried several times. Then removed bronchoscope with the extended needle. Also on the table they couldn't pull back the needle. Needle was still in bronchoscope. Finally nurse pulled out extended needle with her fingers, needle slipped out of sheath about two cm long.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-jan-2023.

Manufacturer narrative:
PMA 510k #k210476. Device evaluation: 1 unit of lot c1966032 of echo-hd-22-ebus-o-c was returned opened in its original packaging without the tyvek cover. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 20 october 2022. The broken needle tip of approx. 2cm in length was returned separately to the device. The needle was able to advance and retract without any issue. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1966032 did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (gen-004) was noted on the work order, however these 3 devices were subsequently scrapped and would not have attributed to this complaint issue the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1966032. The notes section of the instructions for use, ifu0109-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-7) image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion during the puncture attempt as answer to one of the additional questions states ¿puncture of target site was difficult, resistance was felt - presumably cartilage ring of trachea¿. This could have caused the distal end of the needle to fracture, leading to the retraction issue during use and resulting in the needle breaking fully outside the patient as per additional information ¿then removed bronchoscope with the extended needle. Also on the table they couldn't pull back the needle. Needle was still in bronchoscope. Finally nurse pulled out extended needle with her fingers, needle slipped out of sheath about two cm long¿. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.